Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-office for device follow-up. Upon interrogation, the right atrial lead had no capture. The physician suspected a perforation, which was confirmed by CT scan. The lead was explanted and the atrial port was plugged. The patient was stable during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was normal. No anomalies were found.